Event description:
During a routine in-service, it was noted that two of the existing sterile canisters on the shelf had cracks. It was noted that the units were in the old packaging configuration. The units were disposed of.

Manufacturer narrative:
Data trending and analysis reviewed by penumbra's complaint committee indicated there was a trend associated with cracked canisters. We investigated and determined that although cracked canisters are still capable of holding pressure, the occurrence of this failure was deemed too high and resulted in user dissatisfaction. As a result, penumbra opened a CAPA and implemented actions which included re-designing the shipping box, attaching the canister lid to the canister, and using a separate compartment for the filter. This CAPA is currently being evaluated for effectiveness. (B)(4).